Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
The affiliate reported that a (B)(6) patient had hydrocephalus and received a medos micro prog valve in (B)(6) 2013. Patient¿s developed increased intracranial pressure, and after many attempts to adjust the pressure, the patient did not improve. As a result the device was removed even as the surgeon stated that he did not believe the device was blocked. Subsequent to the removal of the device, the patient developed an infection that is believed to have caused the patient¿s death in (B)(6) 2013.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.